Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient no longer desired to use her scs system as the patient stated the system did not alleviate her pain. Subsequently, the patient underwent surgical intervention where only her ipg was removed, the patient's leads remain implanted. There was no known issue with the ipg or lead.